Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a patient with a 23mm 2900 aortic valve implanted nine (9) years and three (3) months underwent valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. The patient presented with angina. The patient was transported from a different hospital with cardiogenic shock and placed intra-aortic balloon pumping (iabp). The device was replaced with a 23mm sapien 3 ultra resilia valve without any adverse event reported.

Event description:
Edwards received information that a patient with a 23mm 2900 aortic valve implanted nine (9) years and three (3) months underwent valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. The patient presented with angina. The patient was transported from a different hospital with low heart function and placed intra-aortic balloon pumping (iabp). The device was replaced with a 23mm sapien 3 ultra resilia valve without any adverse event reported.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.